Event description:
It was reported that the patient presented remotely via (B)(6). Upon review, the atrial lead exhibited high pacing impedance. No intervention was performed. No patient consequences.